Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on her insulin pump while changing her infusion set. Customer stated this was the third night she received no delivery alarms. Customer stated she changed out the reservoir, which allowed insulin to come out and the cannula was filled. Troubleshooting was declined and customer stated she resolved the issue on her own. Nothing further reported.